Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient said her ins battery is depleting faster than usual. The patient also said that when she charged last night, it took over 4 hours to charge which is much longer than she usually charges for. The patient has not been reprogrammed recently or have had their parameters changed. The patient also stated she had all 8 coupling bars and her ins battery was empty when she charged last night. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was charging their battery every other day because of their ins depleting faster. The patient does not know the cause of their ins depleting faster. The patient's ins depleting faster has not resolved but now the patient charges their battery every other day and their recharging time is still longer than it used to be. The patient charges their battery from 11:30 to 3:00. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about ¿the ins taking forever to charge¿ continues.